Event description:
It was reported by service report that the retractable head section does not lock into place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bearings in the retractable head section assembly.